Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was removed and contamination was observed under the 'ok' button contact. Unrelated to the event the battery compartment was found to be cracked, the battery compartment was found to be corroded, and the display was found to be scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the "ok" button is not responding and it is difficult to elicit a response.